Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was 40 mg/dl. Customer treated their low blood glucose with food. Customer declined to troubleshoot for low blood glucose levels. Customer advised they were stressed due to meetings at work and they suspended the insulin pump which resulted in low blood glucose levels.